Event description:
Additional information was received indicating the inappropriate therapy did not result in arrhythmia.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that noise resulting in oversensing and inappropriate therapy was noted on the device resulting in the patient experiencing arrhythmia. The arrhythmia was self terminated. Abbott technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that inadequate therapy was delivered by the device resulting in the patient experiencing arrhythmia. The arrhythmia was self terminated. Abbott technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.